Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Date of breakage is unknown. This report is for one unknown unk - screw cortex/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had incision and drainage (I & d) today with removal of hardware from the right distal tibia due to broken screws, four (4) cortex screws. The original surgery was approximately (B)(6) 2014. The plate was not broken. Screw fragments were left in patient. This report is 1 of 1 for (B)(4).